Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.